Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The reporter states about two days prior, the pt blood glucose was >500. An injection was given to bring down the blood glucose. In the next day, her blood glucose again became elevated, her site, set, tubing, and cartridge were changed, and she was able to be corrected with injections. On the event day, she woke up and her blood glucose was >500, with nausea and vomiting. She was brought to the hospital and was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.